Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002 16.0 diopter intraouclar lens was explanted from a female patient's right eye due to myopic outcome. There was no issue with the lens, the physician attributes the event to patient issues. The lens was replaced with the same model lens with a lower diopter size (13.5). There was no incision enlargement, vitrectomy or sutures required. There was no patient post-op injury reported. No further information was provided.

Manufacturer narrative:
In PMA# section of the initial MDR an incorrect PMA number was provided. The correct PMA number for the complaint device is p880081. Device available for evaluation ¿ yes, returned to manufacturer on 07/18/2017. Device returned to manufacturer ¿ yes. The device was returned to the manufacturer. However, product testing was not performed since the event is related to patient issues. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation request for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.